Event description:
It was reported that the casing is cracked through to the ECG connector. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the measurement connector. Upon conclusion of the evaluation, it was determined that this was a malfunction of the measurement connector for which a quote was provided for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Customer evaluated device and received remote support from customer care solution center